Event description:
On (B)(6) 2012 the patient contacted animas alleging that the down arrow keypad button had not been working properly for two weeks. She stated that she had to press the down arrow button hard with her fingernail to obtain a response. The patient denied any damage to the keypad. She stated that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.